Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:34:42. During night drain cycle five, the patient's ultrafiltration reading was 1423ml, indicating the home patient (hp) drained 1423ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was identified during the review of the event history logs; however, the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.